Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws did not close properly and scissored. A formal laparotomy was performed to correct this condition. No further info is available.

Manufacturer narrative:
11/4/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg. The report was submitted without a production lot number, therefore, the mfg site is unknown.

Manufacturer narrative:
Since our initial submission on 11/4/97 we have received additional info and as a result the statutory reporting requirement of thirty calendar days was exceeded.